Event description:
User reported during an ultrasound biopsy the first needle was placed in breast. When the radiologist pushed the button to take a sample of breast tissue it did not respond. She tried several times. A second needle was placed in the breast. It did not perform either. A third needle was placed in the breast. The third needle performed, and the breast tissues were collected, and the biopsy was completed. No reported injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and two similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.